Manufacturer narrative:
(B)(4). There was no reported failure of the device by medical personnel and therefore the device was not returned to the manufacturer for evaluation. A review of the device history record was performed and there were no non-conformances or reworks that could have caused or contributed to the reported event.

Event description:
During the surgical procedure after the clip was placed successfully, the surgeon pulled the orange tab and was ready to remove the applier from the patient. The surgeon pulled the rimmel that was holding the incision site which allowed air to enter into the chest causing the heart to jump and the applier moved further into the chest cavity. The surgeon pulled to remove the applier which had apparently snared onto the clip and in doing so, tore the left atrium. Severe bleeding ensured and was unable to be stopped. The patient expired.